Event description:
It has been reported to the co that the occlusion balloon wire broke outside the patient which caused the occlusion balloon to deflate during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5.5mm to occlude the vessel. The physician attempted to load a stent delivery catheter onto the wire and the wire fractured and broke outside the patient. This breakage of the hypotube wire caused the occlusion balloon to deflate. The physician inserted the aspiration catheter and aspirated debris from the area. The patient had some cardiac enzyme elevation. A balloon pump and percudane was administered to stabilize the patient. The patient was under observation in ccu.